Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During baxter's review of the event history of another report for a colleague infusion pump, it was discovered that there was a battery depleted set alarm that occurred during infusion that caused an interruption during delivery for all three channels. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). Additional: a service history review revealed that this device was previously serviced for the reported condition. Device evaluation: the device has been evaluated onsite. The reported condition was confirmed. The assignable cause was faulty main batteries. The main batteries and harness have been replaced.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).